Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. While preparing to advance the 3.50x16mm taxus liberte stent to the circumflex (cx) lesion, it was noticed that the end of the stent was flared. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire length and found the device with proximal and distal stent damage. The stent had proximal struts flared on the first row and distal struts flared on the first two rows. Contrast was visible in the guide wire lumen of the device which is consistent that the device was prepped for procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. While preparing to advance the 3.50x16mm taxus liberte stent to the circumflex (cx) lesion, it was noticed that the end of the stent was flared. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.